Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned inside white gauze material inside a small office envelope. Viscoelastic was dried on the lens. The lens was cleaned with klrp to evaluate. The optic was torn, split, and cracked in two separate areas on the posterior surface midway between the optic center and the optic edge. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint. The explanted lens was returned. The optic has two areas of damage. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The instructions for use (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer's recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The company 21.0 diopter lens was removed and replaced with a non-company monofocal 20.5 diopter lens. Due to the exchange of a multifocal 21.0 diopter lens for a non-company monofocal 20.5 diopter lens, this suggests that the replacement monofocal with one half diopter less in power may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced right eye vision not improving since surgery. Clinical reason for explant was mechanical breakdown. The iol was exchanged for non-company lens 1 month 19 days following the initial implant procedure. Surgeon prognosis was good. The patient issues were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).